Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('partially expulsed 2 coils into her uterine cavity/essure coil expelled into ut cavity') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, vaginal bleeding, urinary tract infection, pelvic pain female, abdominal pain, upper respiratory tract infection, streptococcal pharyngitis, cobalamin deficiency, anxiety, parity 3, uterine bleeding, vaginal delivery, fetal demise and cystoscopy. On 1-sep-2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal : 18dec2014( as per mr) concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: event 'medical device removal' was updated with 'partially expulsed 2 coils into her uterine cavity/essure coil expelled into ut cavity'. Medical history, patient demographic, reporter information were added. Event pelvic pain female added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('partialy expulsed 2 coils into her uterine cavity/essure coil expelled into ut cavity') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, vaginal bleeding, urinary tract infection, pelvic pain female, abdominal pain, upper respiratory tract infection, streptococcal pharyngitis, cobalamin deficiency, anxiety, parity 3, uterine bleeding, gravida, fetal demise and cystoscopy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal : (B)(6) 2014( as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 30-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.